Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/14/2016 with the following findings: the pump was powered on with the returned battery cap. The battery compartment was observed to be cracked from the thread area to the case seal. Unrelated to the complaint, the audio bolus button cover was observed to be torn; however, the bolus button was responsive to button presses. The keypad rubber was also found to be peeling the entire length of keypad. All keypad buttons were responsive to button presses; contamination was observed under all key contacts. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The battery compartment reportedly was cracked. The reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. This complaint is reportable as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.